Manufacturer narrative:
Investigation summary: bd did not receive samples, photos or a lot number from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. As the lot number is unknown, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the device experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "rn was to take blood sample. After needle insertion, blood flashback was obtained then the pst (light green top) tube was inserted into the vacutainer holder to obtain the sample. After needle insertion, blood flashback was obtained then the pst (light green top) tube was inserted into the vacutainer holder to obtain the sample. Blood initially started to flow in the extension set toward the pst tube but then blood began flowing backward (up to the vein). "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the device experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "rn was to take blood sample. After needle insertion, blood flashback was obtained then the pst (light green top) tube was inserted into the vacutainer holder to obtain the sample. After needle insertion, blood flashback was obtained then the pst (light green top) tube was inserted into the vacutainer holder to obtain the sample. Blood initially started to flow in the extension set toward the pst tube but then blood began flowing backward (up to the vein). "